Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. No hospital name, address, or contact person is listed; no phone or e-mail is provided. No further information available.

Event description:
It was reported in medwatch 5097068 in a copy of the customer's maude database report from FDA which states, ¿andexxa 1800 mg / 463500 . Pump was programmed for a bolus of 800 mg / 80 ml over 30 mins followed by 1000 mg / 100 ml at 48 ml / hr." No hospital name, address, or contact person is listed; no phone or e-mail is provided. No further information available.

Manufacturer narrative:
The reported issue that the device infused at the wrong rate could not be confirmed; no product or device logs were returned for investigation. The root cause for the reported issue that the device infused at the wrong rate was not determined because no product or device logs were returned. No device history search was performed since no source device serial number was reported by the customer. A review of the march 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿infused at wrong rate¿. Based on the crb review and the limited information provided no further investigation actions will be performed. No further investigation of this event is possible at this time, and no patient harm was reported.

Event description:
It was reported in medwatch 5097068 in a copy of the customer's maude database report from FDA which states, ¿andexxa 1800 mg / 463500 . Pump was programmed for a bolus of 800 mg / 80 ml over 30 mins followed by 1000 mg / 100 ml at 48 ml / hr." No hospital name, address, or contact person is listed; no phone or e-mail is provided. No further information available.